Event description:
The pt (es) claims that she was tested and found to be positive for (B)(6) based on the use of a cellestis quantiferon (B)(6) gold test. The assumption is the test was performed on a lot of (B)(6) tubes which were recalled by the firm ((B)(4)). The pt underwent treatment with isoniazid. The pt could not take her psoriasis medication while she was being treated. After receiving notification of the recall, the pt claims that since she couldn't take her medication she suffered a lot of pain from her psoriasis which covered 75% of her body.

Manufacturer narrative:
As a result of a CAPA investigation, past legal communication was found that was identified as requiring a medwatch report. Based upon the intended use of the product, if a positive result is obtained, the physician is advised to repeat the test for confirmation, and in general the results of the screening test are to be taken into consideration with the patient's epidemiological history, current medical status and results of other diagnostic evaluations. The alleged problems reported are the outcome of diagnosis, and subsequent treatment. Cellestis filed notification of their voluntary recall through the regional FDA district recall office on 10/16/2012. Closure of the recall by the FDA was received 4/25/2013.